Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mmx20mm, target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy ii drug-eluting stent was used for treatment. However, it was noticed that stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy 3.50 x 20 stent delivery system was returned for analysis. Examination of the stent found stent damage. Stent struts at the proximal end were lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mmx20mm, target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy ii drug-eluting stent was used for treatment. However, it was noticed that stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.